Event description:
It was reported that the patient noticed pus a couple of days ago at the incision site of where the lead and the "transmitter" was implanted. The patient denies having a fever, but does have insomnia and had been sleeping most of the day and up at night. The patient outcome was unknown at the time of this report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2012, explanted:, product type: lead. Product ID (B)(4), lot#, serial# (B)(4), implanted:, explanted:, product type: recharger. Product ID (B)(4), lot#, serial# (B)(4), implanted:, explanted:, product type: programmer, patient. (B)(4).